Manufacturer narrative:
Corrected h6.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found the image was noisy and flickering when angulating. The subject was not visible. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the event was caused by damage to the image sensor unit and/or cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Additionally, the channel tube was leaking. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the bronchovideoscope image is streaked. The unspecified procedure was completed using another device. There was no delay or patient impact as a result of this issue.